Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of telemetry. No intervention or patient consequences were reported.

Event description:
Additional information was provided that the event was discovered remotely. Cybersecurity update was performed and the device was paired to remote monitoring successfully. The patient was stable.